Event description:
It was reported that the right atrial (ra) lead exhibited pacing impedance anomaly. The ra lead was capped and replaced on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.